Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an laparoscopic sleeve procedure, the first firing using buttress on proximal portion remnant side, single staple on inner row was malformed. Case continued as normal. There were no patient consequences reported.